Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for a routine follow up, loss of atrial sensing and loss of atrial capture were observed. A chest x-ray indicated that the atrial lead was dislodged. Lead revision was discussed. In the meantime, the device was reprogrammed. No further intervention has been performed yet. The patient was stable.